Event description:
During a total knee replacement a tooth from the blade broke off. An x-ray was taken and showed a metallic piece in the operative site. It was reported that the surgeon irrigated the site. Another x-ray was taken post operatively and no metallic piece was seen on this x-ray. No report of injury.